Manufacturer narrative:
Corrected data: d6b; explant date, updated from (B)(6) 2020 to (B)(6) 2020.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was under-sensing. The patient was asymptomatic. No changes were implemented and there were no consequences to the patient. Further information was requested but not received.